Event description:
It was reported that during a device check, there was no telemetry. The device was at elective replacement indicator (eri). The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4524-45 lead, implanted: (B)(6) 1999; 4024-52. (B)(4).